Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is rec'd or the device returned, a f/u medwatch report will be sent.

Event description:
The pt reported that when she travels through theft detectors she experiences a power on reset with her device that requires her to get reprogrammed by her physician. Further info is being requested from the hcp.